Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, only the connector portion of the lead was received in two pieces. Visual examination found three external insulation abrasions. One breaching the right ventricle cable lumen with the etfe coating of the right ventricle cables was intact in this region, and the other two breaching the outer insulation exposing the ring electrode coil all at the connector region consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found were consistent to procedural damage.

Event description:
This report is to advise of an event observed during analysis.